Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device door one did not register as closed. The field service engineer (fse) found that all latches had previously been serviced with conductive grease. Then, the fse replaced all latches with new soldered latches and tested them in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 failed. User attempted to recover but the door would not open and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.